Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that patient faced infusion set tape not sticking event on 19-apr-2024. Patient reported that poor adhesive set came off after a day of wear. No further information available.